Event description:
The surgeon performed a straight canaloplasty, on withdrawal he got about halfway out of the canal with 18 clicks on the vi. When the catheter came out of canal he noticed the distal shaft was missing. He then went in the anterior chamber with mst forceps and when he pulled down, the remaining catheter portion (that was in the canal) created a partial goniotomy.